Event description:
Paramedics assisted a bls crew with a cardiac arrest patient diagnosed as asystolic. The patient had been down for over 15 minutes prior to the arrival of the paramedics. External pacing was attempted using the device just prior to arrival at the hospital. The operator allegedly observed a leads alarm and was unable to start the pacemaker. The hospital connected their external pacemaker to the same electrodes and allegedly observed the same type of pacing leads off alarm. The electrodes were changed and pacing functioned properly. The patient was not resuscitated. One of the paramedics at the scene indicated that the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's lack of viability.